Event description:
The hosp reported that during an endoscopic vein harvesting procedure, two short port btt black inflation valves dislodged (popped out) and the balloons would not remain inflated. A replacement unit was used to complete the procedure. The hosp did not report any pt complications. This report is for the second device.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the short port btt was in a complete assembly and no non-conformities were observed. The balloon was then inflated with 25 cc of air. The balloon inflated properly, but upon removal of the syringe, the black check valve dislodged. Based on the reported complaint and the analysis, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. The reported failure "short port btt black inflation valve dislodged" was confirmed. (B) (4).